Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 10 mg/ml with an unknown daily dose and bupivacaine with an unknown concentration and unknown daily dose via an implantable pump for an unknown indication for use. It was reported that the patient came to the clinic and the pump was alarming. When the logs were read, it was noted that a motor stall had occurred. There was a motor stall on april 14th and a motor stall recovery on april 14th. A motor stall occurred on april 16th at 11.16 and a motor stall recovery on april 16th at 11:45. It was reported that a motor stall occurred on april 16th at 14.00, with no recovery reported. It was also reported that motor stall had occurred in the past. Clarification with the manufacturing representative on whether there was a past motor stall and information received from them reported that there was no previous motor stall in addition to the dates that were initially reported. There were no reported environmental/external/patient factors that may have led or contributed to the issue. There were no interventions/actions that were taken to resolve the issue. It was reported that the patient was given oral medication to take so there was no withdrawal. There were no patient symptoms reported. It was reported that the issue was not resolved at the time of this report. It was reported that surgical intervention did not occur. Surgical intervention was a planned, but not scheduled yet. The patient status at the time of the report was alive - no injury. No further complications were reported and/or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the explant date was (B)(6) 2019. No further complications were reported and/or anticipated.

Manufacturer narrative:
Destructive analysis identified residue in the motor gear train. Analysis identified wearing on the upper and lower shaft of gear number two. Destructive analysis identified the teeth on gear wheel three were worn. Eval code method code no longer applies to this event. Eval code-result code no longer applies to this event. Eval cod e-conclusion code no longer applies to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient code (B)(4) no longer applies to the event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the implant date of the pump was (B)(6) 2013 (the exact date was unknown). The daily dose of morphine was 400 mg and the current daily dose is 6.1 mg/day. The concentration if bupivacaine was 150 mg in 40 ml of 0.9% saline with a daily dose of 2.2575 mg/day. It was reported that the patient has a worsening of pain and the patient was prescribed oral morphine to stop them from withdrawing. No further complications were reported and/or anticipated.